Event description:
The surgeon reported that the patient underwent revision of an accolade stem, lfit head and trident psl shell on the left side. Black debris was noted in the surgical site and on the explanted devices.

Manufacturer narrative:
Correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient underwent revision of an accolade stem, lfit head and trident psl shell on the left side. Black debris was noted in the surgical site and on the explanted devices.

Manufacturer narrative:
Corrected data: date of implant. An event regarding disassociation involving a metal head was reported. The event was confirmed following visual inspection of the image of the explanted head. Device evaluation and results:visual inspection: the device was not returned, however, an image of the explanted metal head was made available. A review of this image noted black staining. The composition of this staining could not be determined as the device was not returned. Medical records received and evaluation: a review of the provided explanted images and medical notes by a clinical consultant noted the following; I have seen the info for this patient with catastrophic trunnion failure of an accolade tmzf stem some 10-years post implantation. Primary arthroplasty was on october 7, 2007, not 2002 as listed in the pi intake, according to the device sheet. The explant photographs document a catastrophic trunnion failure with severe substance loss on the trunnion and metallic debris in and around the joint space as well as on the implant surfaces and in the tissues with metallosis, black staining of tissues by metal debris. The cause of the problem is not clear. Component malposition is a frequent source of this kind of trouble but there are no x-rays. So not possible to evaluate. I do not see any signs of impingement though on the explanted poly liner. Given substantial lack of required information, this case can unfortunately not be solved with the available information. X-rays post arthroplasty and prior to event would be the minimum to solve this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. If additional information and/or device become available, this investigation will be reopened.

Event description:
The surgeon reported that the patient underwent revision of an accolade stem, lfit head and trident psl shell on the left side. Black debris was noted in the surgical site and on the explanted devices.